Event description:
It has been reported to philips that the azurion 7 m20 system automatically rebooted. The complaint device was in use at the time of the event. No patient harm was reported, however, the patient was alleged to have changed rooms as a result of this issue. It was later indicated tat the device was returned to functionality as a result of a software reload. An investigation has been opened to evaluate this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic coronary procedure was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified the suite pc error. The fse replaced suite pc, reloaded the software and backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.